Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was 470 mg/dl. The customer stated that she was vomiting and passed out prior to the hospitalization. The customer stated that she was, at first, experiencing low blood glucose of 55 mg/dl but, upon arriving to the hospital, her blood glucose shot up to 470 mg/dl. The customer was treated with an insulin drip, benadryl, dilaudid and zophran. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.